Manufacturer narrative:
Nka clinical tech reported that the hospital has had intermittent communication loss in four rooms in the nicu. The biomedical engineer was able to resolve the issue and the beds are now working correctly. Attempts to find out how the issue was resolved was made, however, no further information was provided. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Issue resolved at site.

Event description:
Nka clinical tech reported that the hospital has had intermittent communication loss in four rooms in the nicu.